Event description:
A patient contact of a peritoneal dialysis (pd) reported that one of the white lines of the cassette kept popping off from the connector. The patient contact reported that when they removed the cassette, the cycler would shut off sometimes or the power button would shut off on the machine. The patient contact stated that they have 3 cassettes to return. Additional information was requested, however; to date has not been provided.

Manufacturer narrative:
Correction: d4, h4 plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A patient contact of a peritoneal dialysis (pd) reported that one of the white lines of the cassette kept popping off from the connector. The patient contact reported that when they removed the cassette, the cycler would shut off sometimes or the power button would shut off on the machine. The patient contact stated that they have 3 cassettes to return. Additional information was requested, however; to date has not been provided.